Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A02556) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rash ("rash"), headache ("headaches") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, rash, headache, dizziness and weight increased outcome was unknown. The reporter considered dizziness, headache, medical device removal, rash and weight increased to be related to essure. The reporter commented: she was told the essure was made out of titanium when she had it placed, now she knows it is nickel. No. Of coils: right: 1and left: 1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received- lot number, insertion date, removal date and reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A02556) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rash ("rash"), headache ("headaches") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, rash, headache, dizziness and weight increased outcome was unknown. The reporter considered dizziness, headache, medical device removal, rash and weight increased to be related to essure. The reporter commented: she was told the essure was made out of titanium when she had it placed, now she knows it is nickel. No. Of coils: right: 1and left: 1. Lot number: a02556, manufacturing date: 2012/04, expiration date: 2015/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.